Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: broken cables could be visibly seen. The wires were broken at the distal end of the device. There was no material missing or detached for the instrument. The instrument would not grip the tissue. The device would not move at all. The instrument was replaced with a new one. It is unknown what caused the instrument failure.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.